Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the scs (spinal cord stimulator) had been implanted for neuropathic pain and crps (complex regional pain syndrome) of the right hand, which was "most definitely an appropriate indication."

Manufacturer narrative:
.

Event description:
Additional information received reported the lead was removed. The two electrodes, 6 and 7, were detached from the lead and stayed inside the patient. A new lead was implanted.

Manufacturer narrative:
(B)(4). Analysis of the lead (lead 3878-45 octad 1x8) found its distal end conductor broken. A complete lead was returned for analysis except for the #0 and #1 electrodes. The #0 and #1 conductors broke at the proximal edge of the #1 electrode. Broken conductor circuit was at #0 and #1 electrodes 44.0cm in the electrode are measured from proximal end. The lead also had silicone anchor impressions. Outer insulation was pinched, cut, breached, and melted, cautery was suspected. There were several cosmetic melted spots. Lead was pinched 29.0cm from the proximal end, anchor/suture site was suspected. Stylet coil was broken off at the proximal edge of the #1 electrode. Part of distal end including the #0 and #1 electrodes was not returned. Electrodes broke off the lead at the proximal edge of the #1 electrode and were not returned. Electrodes were pulled out/off form the distal end of the lead including electrodes #0 and #1. Electrodes broke off the lead at the proximal edge of the #1 electrode. Epoxy was found broken at lead's distal end at the proximal edge of the #1 electrode. Functional test of the returned segment showed acceptable continuity for electrodes #2 through #7 with no shorts between circuits. Based on the x-ray images it appears that after the distal end of the lead with the #0 and #1 electrodes broke off, it slid down in the epidural space. The high cervical placement of the distal end of the lead subjects it to significant flexing. Analysis of the silicone anchor found it to be cut to length and breached. Analysis of the boot found it having breached cuts where the sutures had been.

Manufacturer narrative:
Concomitant medical products: product ID 3878-45, lot# 0205251121, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the therapy this lead was used for was treating pain in the left hand and arm. The lead replacement had not taken place, yet. It was stated that the patient would be referred to a neurosurgeon for removal. It was stated that it was impossible to reprogram any useful therapy for the patient as amplitude of 0.8 v or higher caused uncomfortable stimulation at the lead site regardless of electrode configuration. The patient was not receiving effective therapy. At the time of the report, it was impossible to use the device as when the patient switched the therapy on she got uncomfortable stimulation at the lead site in her neck. The reporter recalled from memory that she could confirm electrodes 0 and 1 had high impedances above 10,000 ohms. The rest of the lead electrodes 2-7 including the two electrodes where it was expected to find problems had impedances within normal range which had been reflected in the initial manufacturer's report. More than one week later, it was reported that the patient also had undergone a CT scan which confirmed the same result as the x-ray. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
It was reported the electrodes 6 and 7 appeared to have detached from the patient's lead. It was also reported the patient's stimulation was altered and they could not get adequate pain coverage with reprogramming. An x-ray was taken and it was reported it showed electrode problems. It was reported the impedances on electrodes 0 and 1 were greater than 10,000 ohms, but electrodes 2-7 were within range. The patient was reprogrammed using only electrodes 2-7 and the patient received stimulation but not therapeutic stimulation and the patient could not tolerate stimulation above 1 volt. The patient also reported an uncomfortable stimulation in their neck at the electrode site and their therapy relief was less than 50 percent. It was also reported the healthcare provider planned to surgically remove and replaced the lead. The patient had no injury or adverse event related to this event. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.